Event description:
A company representative reported that the tip of an everest cannulated height adjustment driver fractured intra-operatively and that the fractured tip remained in the tulip of the implanted screw. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
No new information.

Manufacturer narrative:
Additional data: h3. H6: coding has been updated to reflect completion of the investigation.